Event description:
During a lumpectomy case, the surgeon reported using a scalpel to clean the plasmablade device and the coating on the tip flaked off. There was no adverse effect to the patient reported.

Manufacturer narrative:
Product analysis #702910635:brief description of complaint: during the case, the surgeon reported excess tissue build up on the device tip. The surgeon cleaned it with a wet lap without resolution. The surgeon used a scalpel to clean the device and the coating flaked off. The settings were set to cut 6 and coag 9. Investigation conclusion: the reported issue was confirmed. The device was returned with coagulum buildup on the electrode. The device electrode had peeled and flaked confirming the customer¿s original complaint. However, it cannot be determined what caused the damage to the electrode insulation, as the customer was reported to have used a scalpel to clean the device. Patient information incomplete and missing patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event: (B)(4). Follow-up for patient missing information is still in progress. If additional information is received a supplemental report will be filed. If information is provided in the future, a supplemental report will be issued.

Event description:
During a lumpectomy case, the surgeon reported using a scalpel to clean the plasmablade device and the coating on the tip flaked off. There was no adverse effect to the patient reported.